Manufacturer narrative:
The analysis was performed on a cobas 8800 analyzer (serial number: (B)(6). The investigation determined that the kit cobas 58/68/8800 mpx 480t ivd assay was performing within specifications. A review of the data indicated that the reactive hbv result showed a cycle threshold (CT) value of 37.24 with a slightly robust, sigmoidal growth curve, consistent with true target amplification. The positive control for hbv was also robust and sigmoidal, confirming proper assay functionality. The non-reactive result obtained during resolution testing was attributed to the assay's limit of detection (lod). Testing in a pool of six (pp6) diluted the sample 1:6, potentially pushing it below the lod, which can result in non-reactive outcomes. A systemic product issue was not identified, and the investigation concluded that the observed results were consistent with the expected performance of the assay.

Event description:
The initial reporter alleged a result discrepancy when using the kit cobas 58/68/8800 mpx 480t ivd assay on the cobas 8800 instrument. The allegation involved a sample tested in a pool of 6 (pp6) that generated a non-reactive result for hepatitis b virus (hbv) on (B)(6) 2024. Serology testing on a competitor's assay was reactive for hbv (hbcore). The initial pp6 sample was subsequently tested in resolution (resp1) on (B)(6) 2024, and a non-reactive result for hbv was obtained. The reactive hbv result from the initial testing showed a cycle threshold (CT) value of 37.24 and a slightly robust, sigmoidal growth curve. The donation was not used, and the results were not reported.